Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; product code - unknown; product identification & expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent total hip arthroplasty in 2005. Subsequently, patient alleges elevated metal ion levels. A revision surgery will be planned on an unknown date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.